Event description:
New customer called to report that they believe a pod had delivery issues after one day of wearing it on the thigh. Blood glucose levels rose from 139mg/dl up to 356mg/dl over a six hours period. She deactivated that pod and successfully activated a new pod. No further information available.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.